Manufacturer narrative:
Due to character limit: e1(initial reporter) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that cardiosave iabp had no image on top display. No patient involved.